Event description:
It was reported that the patient experienced a loss of therapeutic effect. Amplitude had to be increased to 10.5 to get stimulation. Interrogation noted one group using 3/4/5/6/7, a second group using 11-15, and a third group using 0-1 and 8-9. Impedances showed >3600 ohms with 4-7, 12-15, and 2-0. Using the third program, stimulation was obtained at 5.4v. Troubleshooting was being considered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).